Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. International UDI #: (B)(4). The customer returned data acquisition (da) board. No failures were identified. The determination could not be made that the device failed to meet specifications. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit failed the pressure accuracy during the pvt testing at the service center. There was no patient involvement.